Manufacturer narrative:
Stricture is a known potential complication of endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The patient was treated with standard methods of dilation and steroid injection, and the stricture resolved without sequelae or need for additional treatment.

Event description:
C2 therapeutics became aware of adverse event on (B)(6) 2018: subject was initially treated with the cryoballoon 90 ablation system on (B)(6) 2018. There were no device issues or malfunctions, and no acute patient injury at the time of procedure. On (B)(6) 2018, the patient presented with difficulty swallowing. Esophagogastroduodenoscopy (egd) follow-up on (B)(6) 2018 revealed esophageal stricture post-cryoablation treatment with c2 cryoballoon 90 ablation system. Stricture was dilated two times and the area injected with steroid. There were no complications related to this dilation and injection. The patient has recovered without sequelae and is tolerating solid food.